Event description:
It was reported that the patient had damage to the white system controller lead and changed the controller on their own. The patient was en route to emergency department (ed). At some point, the patient was found down, and emergency medical services were called. When the patient presented to the ed, they were not connected to a power source and the pump was turned on. The site was unsure if the driveline was fully connected. The site attempted to hook up the damaged system controller to review data, but they were unable to get any information from the system monitor. Log files were sent to technical service for review on the new system controller. It was unable to be determined the time that the pump was off. The driveline was connected to the controller on (B)(6) 2024 at 15:10:04 without power connected to the controller. At 15:11:03, battery power is connected to the controller white lead. At 15:11:04, battery power was connected to the controller black lead. At 15:11:12, the pump was operating above the low-speed limit (lsl) and throughout the remainder of the log file. The low flow on (B)(6) 2024 occurred while the pump was starting up and is normal to see at that time. The older low flow in the log were from manufacturing testing. That older data had never been over written because the controller was never used prior to (B)(6) 2024. It was reported that the patient passed away on (B)(6) 2024, no other information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome cannot be conclusively determined through this evaluation. Additionally, the report of the patient's pump stopping can be confirmed based on the review of the submitted log files. A review of the submitted log files revealed the driveline was connected to the controller at 15:10:04 on (B)(6)2024; however, the controller was not connected to external power until 15:11:03, when a battery was connected to the white power cable. The pump ramped up to speed by 15:11:12 and operated as intended at the set speed of 5400 rotations per minute (rpm) for the remainder of the captured data. No other unusual alarms or events were noted. Per additional information, the patient passed away on (B)(6)2024. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. Heartmate 3 lvas, serial number, (B)(6) was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.